Event description:
Customer called customer service on (B)(4) 2012, and reported a delivery issue involving a replacement adc blood glucose meter, which he had believed would be delivered on (B)(6) 2012. Customer further reported that on (B)(6) 2012 at approximately 8:30 am customer experienced "blurred vision, felt faint, was dizzy and disoriented". Customer self-treated by eating breakfast. Later that day at 10:30 pm customer reportedly lost consciousness. No third-party medical intervention was required. No additional self-treatment was undertaken. Customer declined to provide any further information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Complaint involved a delivery issue, hence no product investigation will be undertaken. (B)(4). It should be noted: the customer's date of birth is unknown. All pertinent information available to abbott diabetes care has been submitted.